Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose. Due to a malfunction, no battery calculations can be obtained. The customer reverted to manual injections for insulin therapy.